Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin pump error alarms noted during testing however, the formatted history file confirmed insulin pump error alarm (line number 24584 file number 27471). Problem isolated to electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose level was 321 mg/dl. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.